Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her buttons stopped working during a bolus attempt. The patient's blood glucose at the time of incident was 403 mg/dl, which she treated with her back-up plan. Troubleshooting was initiated for the keypad anomaly. The customer did not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump received with no button response due to unlocked connector on the lcd board. Unable to perform any tests due to buttons unresponsive. The insulin pump had cracked reservoir tube lip, cracked case near the display window corners and cracked display window noted.